Event description:
The customer reported, the system's workstation would not boot up. The general purpose operating system would not boot passed the bios screen. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The general purpose operating system's printed circuit board was replaced, the static kit was used, and the system's software and calibration files were reloaded. The system was tested and found to be working as intended and put back into svc.